Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Final analysis found that the pulse generator was in backup vvi mode. After downloading the product code, normal function ensued.

Event description:
It was reported that prior to the implant procedure, the pulse generator exhibited backup vvi operation. The device was not used.